Manufacturer narrative:
PMA/510(k): k926214. History investigation of the product with the involved product code/lot#. No anomaly was found in the manufacturing record and the product inspection record. No other similar report of the product with the involved product code/lot# from other facilities was found. Investigation of the actual sample: actual sample upon receipt. Guidewire main body. Fractured piece. Visual inspection of the actual sample: length of the guidewire main body: approximately 1277mm. Length of the fractured piece: approximately 523mm. Total length: approximately 1800mm. Therefore, it was inferred that the total length of actual sample was equivalent to that of the normal product. Magnifying inspection of the actual sample: the outer layer of fractured section on the fractured piece had a torn shape. The wire had been exposed at the fractured section on the fractured piece. The outer layer of fractured section on the main body had been elongated, and had a torn shape. It was found that the shape of the outer layer of fractured section both on the fractured piece and the main body were similar. Since the total length of actual sample was equivalent to that of the normal product, and the shape of the outer layer of fractured section both on the fractured piece and the main body were similar, it was likely that there was no missing part on the actual sample. No anomaly such as a scratch was found in other sections. Electron microscopic inspection of the actual sample: there were wrinkles at the outer layer of fractured section both on the fractured piece and the main body. Measurement of dimension: outer diameter of the normal section: it met the factory's specifications. No anomaly was found. The outer layer of actual sample was removed, and electron microscopic inspection for the condition of wire at the fractured section was performed. No taper was found and it was flat on the side of wire at the fractured section. Radial patterns were found on the fracture surface of wire both on the fractured piece and the main body. Simulation test: based on our past knowledge, following simulation tests were performed regarding the fracture on the guidewire. We have been aware that there was regularity in the condition of wire depending on the mechanism leading to the fracture. Condition of wire: when continuous torque force was applied in the same direction while the guidewire was curved no taper was found and it was flat at the fractured section of wire. Radial patterns were found on the fracture surface. From this result, it was likely to be similar to the condition of actual sample. When continuous torque force was applied in the same direction while the guidewire was straight spiral pattern starting from the center was found on the fracture surface. From this result, it was likely to be different from the condition of actual sample. When repeated bending force was applied no taper was found and it was flat at the fractured section of wire. Dimple patterns (hole-shaped patterns) were found on the fracture surface. From this result, it was likely to be different from the condition of actual sample. When pulling force was applied. It was tapered at the fractured section of wire. From this result, it was likely to be different from the condition of actual sample. · when pulling force was applied in a looped state it was curved and tapered at the fractured section of wire. The fracture surface was roughened. From this result, it was likely to be different from the condition of actual sample. Fracture of the outer layer: when continuous torque force was applied in the same direction while the guidewire was curved, and torque force and pulling force were applied after the wire fractured. The outer layer was elongated, and had a torn shape. The surface of outer layer was wrinkled. From this result, it was likely to be similar to the condition of actual sample. When continuous torque force was applied in the same direction while the guidewire was curved until the guidewire broke off. The outer layer was elongated, and had a torn shape and tapering. There were cracks in the circumferential direction on the surface of outer layer. From this result, it was likely to be different from the condition of actual sample. In this case, it was inferred that since continuous torque force was applied while the guidewire was curved, the wire at approximately 523mm from the distal end was fractured due to metal fatigue. In this state, torque force and pulling force were applied, and the outer layer was torn and was broken off. Since the total length of actual sample including a fractured piece was equivalent to that of the normal product, it was likely that there was no missing part. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that when using the involved guidewire rf-pa35183 for the shunt percutaneous transluminal angioplasty (pta) procedure, a wire disconnection occurred at approximately 50cm from the distal end. (The lesion was severe and the wire was fractured during rotation. The procedure was performed by replacing to another product with the same product code.) Since the disconnected distal part was sufficiently came out from the sheath, it was held and pulled out of the patient's body, replaced with another product, and the procedure was continued. The procedure outcome was not reported. The patient was not harmed. No fractured piece remained in the patient's body.